Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. According to information provided by the tandem customer technical support team, the patient reported experiencing inaccurate sensor readings and a sensor failure on (B)(6) 2026. The patient stated that these issues contributed to the development of diabetic ketoacidosis (dka). No details were available regarding medical evaluation, treatment, or the circumstances surrounding the event. Although the cgm was reported as inaccurate, no blood glucose or cgm values were provided. At the time of reporting, the patient declined to share additional event details, and the patient¿s condition remained unspecified. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.